Manufacturer narrative:
Conclusion: the device was not returned for analysis. The DHR review could not be performed as the lot number of the device was not available. UDI: unknown part number, product was not available to be returned, UDI unavailable. The event could not be confirmed without product return for analysis. The root cause of the event could not be determined; however, procedural/handling factors may have contributed to the event. There is no current safety signal identified related to the reported event(s) based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by the healthcare professional, during an intracranial coiling procedure of an unruptured aneurysm on (B)(6) 2017, the physician loaded an orbit galaxy xtrasoft 2.5x5 (640cx2505 / 17694774) into a prowler 14 microcatheter (606151fx / 17610385). While advancing through the catheter, the physician met significant resistance and could not push the coil out of the end of the microcatheter. The coil was removed and the physician attempted a second galaxy xtrasoft 2.5x5 from the same lot (17694774) and was met with the same issue of significant resistance. The second coil could not be removed and as a result, the physician removed the microcatheter with the second coil still stuck inside. A second prowler 14 microcatheter (unknown catalog and lot number) was inserted into the aneurysm with the attempt to deliver an axiom prime xtrasoft 1.5x4 (a non-codman product); this coil was also met with resistance within the new prowler microcatheter. The physician decided to abandon the procedure. There was no adverse event associated with the incident. The patient¿s status was reported to be unchanged and neurologically intact. Per the healthcare professional, the devices were used and prepped as per the IFU with all devices appearance being normal prior to and after the cancelled procedure. It was confirmed that a continuous flush was maintained through the catheters.